Event description:
It was reported that this implantable lead was an attempted implant due to difficulty in positioning and high threshold when testing, a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction to following fields: d6a: implant date d6b: explant date.

Event description:
It was reported that this implantable lead was an attempted implant due to difficulty in positioning and high threshold when testing, a new lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this implantable lead was an attempted implant due to difficulty in positioning and high threshold when testing, a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the terminal pin to be detached from the lead body with stretched conductors. Detailed analysis of the fracture site determined the fracture to be induced during implant.